Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of at least three incidents of leaking from the back of the filter could not be verified due to the product not being returned for failure investigation. Device history record review for model 20127e lot number 22029612 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 04feb2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents.

Event description:
It was reported that the bd alaris smartsite extension set leaked on three occurrences. The following information was provided by the initial reporter: we have had at least three incidents involving this lot where medication is leaking from the back of the micron filter.